Event description:
It was reported that the customer was hospitalized for unexplained high blood glucose levels. The blood glucose reading was 500 mg/dl. The customer stated that he had recently started using new medication prior to the event, but he did not specify whether the medication would have had an effect on the blood glucose levels. He stated that he was treated with an intravenous drip of saline. He stated that he was wearing the insulin pump at the time of hospitalization. He stated that the infusion set he had used was discarded, so a bent infusion set inspection could not be performed. He observed some physical damage to the insulin pump, for which he was advised that the device be replaced. He reported a chip in the plastic near the reservoir compartment, stating that the device had been dropped on the bathroom floor about 3 months prior. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a broken belt clip, a scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.